Event description:
A customer observed negatively biased amon qc results on the vitros 5,1 fs analyzer. No biased results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009; inratio: 4.3; lab: 2.9.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure for hemostasis in the mucosal tissue of the colon. According to the complainant, the resolution clip device would not release in the mucosa of the patient at the time they closed the clip. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number 1415939-2/27/09-003-r and is therefore unassigned. This is the final report.

Manufacturer narrative:
(B)(4). Upon further review, the customer issue is associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer stated two patient samples generated initial reactive, repeat non-reactive results with architect hbsag. Additionally, error code 1007, unable to process test, activated read failure was occurring on the architect analyzer. The issue was resolved after replacing the reaction vessel lot. No impact to patient management was reported.